Manufacturer narrative:
(B)(4). Physio-control provided the 3rd party service agent with technical assistance. It was later confirmed by the service agent that the due to the age of the device and the costs associated with the repair, that the customer has decided to not repair the unit. The device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A 3rd party service agent contacted physio-control to report that their customer's device would not complete the boot-up cycle and had the word service across the display. The word service across the screen is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.